Event description:
A batch of security bands/straps was defective. Many in a certain shipment would not activate the transmitter when put together. Some in the shipment would activate the transmitter, but when applied to a baby, cut band alarms occurred, but there was no attempt to remove or cut the band. Lot of bands removed from service and replaced with different lot.